Event description:
It was reported the pump module had a faulty pressure sensor where the nurse did not get any warning prior to starting the infusion. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.